Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm annuloplasty ring, the ring was explanted and replaced with an non-medtronic device due to mitral regurgitation. The physician stated that the ring was not able to resolve the regurgitation due to a leaflet issue with the native mitral valve. No adverse patient effects were reported.